Manufacturer narrative:
Pump received with broken reservoir tube lipand missing reservoir tube o ring. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that insulin pump was damaged. Blood glucose was unknown. Troubleshooting was performed. Reservoir compartment was cracked and noticed the reservoir lock in place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.